Event description:
This report is based on information provided by field service engineer fse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating when performing a daily check, the co2 remains in pre-heating mode for extended period of time followed by the "capno disabled" error. There was no impact to patient and no harm reported.